Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are (B)(4) and CAPA-010215.

Manufacturer narrative:
If implanted; give date: n/a (not applicable). The cartridge is not an implantable device. If explanted; give date: n/a (not applicable). The cartridge is not an implantable device; therefore, not explanted. (B)(6). No cartridges are returning for evaluation as they were discarded by the customer; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, labeling, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. Attempts have been made to obtain missing information; however, to date, no response has been received. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Event description:
It was initially reported that the customer saw some cartridge rub-off during implantation of the intraocular lenses (iols) when using the emeraldc30 cartridges with lot cd03126. Reportedly, the preparation and handling of the devices remained unchanged and the customer has been using these type of iols and cartridges for a long time. There were no patients issues. Through follow up it was learned that the rub-off/debris was on the lenses. The cartridges of this lot have been used up and discarded by the customer. No additional information was provided.